Event description:
It was reported that a patient of a skin type vi sustained hypopigmentation to the chin area following hair removal treatment with a lumenis lightsheer xc laser. It was further reported that the patient was administered hydroquinone (B)(4) for treatment.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the provided treatment settings and patient photographs concluding the settings were appropriate based on common medical practice and device labeling. The professional also noted that hyperpigmentation around hair follicles may have caused extra absorption of laser light to cause the reported random excoriations. Additionally the healthcare professional stated that the hypopigmentation would likely be transient.